Event description:
Jnj 1-day acuvue moist, lot #: [30320001]06 0000014. I have been using this brand of lens for over 5 years, wearing contacts for 16 years. The contact lenses were packaged inside out. When I put the lens in my eye, there was immediate itching. I removed, cleaned and reinserted. The lens fell out approximately 2.5 hours later and never felt properly seated. When I cleaned and put back in, I experienced immediate redness, itching and tearing. I threw the lens away and replaced with another from the same package. This experience has repeated with diminished severity over the past 5 days. The lenses frequently fall out or get caught behind my eyelid upon blinking. The right eye uses a different prescription/lot and has not experienced problems.